Event description:
A pt underwent a therapeutic enteryx procedure in 2004. A total of 7.1cc's of the enteryx solution was injected. The injections consisted of seven intramuscular injections and one transmural injection with 0.1 cc of the solution. During the procedure, a one centimeter hiatal hernia was noted. The pt complained of retrosternal chest pain following the procedure and was given medication (narcotics). The next day the pt presented with worsening of pain with inspiration (pleuritic pain), low grade fever, and respiratory distress, and was evaluated in the outpatient clinic. The pt's white blood count (wbc) was 14,000. Cxr and CT showed atelectasis, bilateral pleural effusion, and pneumomediastinum. The pt was admitted to the hosp and was started on broad spectrum antibiotics. A barium and gastrograffin swallow was performed the next day, which showed no evidence of perforation (no extravasation seen). Repeat cxr done the next day, showed bibasilar consolidation (concerning for aspiration pneumonia), and no pneumothorax or pneumomediastinum. Another cxr done 3 days later showed improvement in bilateral pleural effusions, and bibasilar atelectasis since the last cxr. Pt's symptoms were reported to have slowly resolved; pt was transitioned to oral antibiotics and soft solids, and was discharged from the hospital the next day, with outpatient follow-up. The discharge diagnosis was: 1. Iatrogenic esophageal microperforation, 2. Chemical mediastinitis, 3. Reactive pneumonitis and pleural effusion.